Event description:
Patient had angiodynamics 5 fr PICC line placed in her right basilic vein. Nurse administered alteplase to the blue lumen due to lack of blood return, and placed tape over lumen to label that alteplase had been used. Upon removing the tape, the hub of the catheter broke off from the lumen below the clamp. The PICC line was clamped and a sterile 4x4 gauze dressing was placed. IV therapy stated PICC line will have to be removed. The catheter tip was intact. The patient tolerated the procedure well and without complications.